Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-03962 and 1627487-2013-03963. It was reported during the pt's permanent procedure the scs leads had to be repositioned multiple times to resolve high impedance issues which occurred due to the pt's large anatomy. Stimulation was eventually established in the pt's pain pattern. Follow-up identified since the procedure the pt had experienced nausea as well as headaches which occurred regardless of stimulation. The headaches decreased in severity with time. Additionally, as of (B)(6) 2013, both the nausea and headache issues have resolved and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.